Event description:
Customer reported that bedside rn discovered magnesium piggyback empty 15 minutes after starting infusion. This infusion finished earlier than expected. Set was not saved. There was no patient harm reported and no medical intervention was required. Customer stated that the user did not provide any additional patient/event information.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was not saved. The customer complaint of check valve failure could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.